Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7076104/7076140.

Event description:
It was reported that the patient underwent an explant procedure due to severe discomfort at the ipg site. No device malfunction was suspected. All device components were explanted and will not be returned.